Manufacturer narrative:
The product was not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During an up and over percutaneous transluminal angioplasty (pta) in the superficial femoral artery, a .035¿ 260cm amplatz super stiff emerald guidewire went through the side hole of a 4f 65cm universal flush (uf) tempo diagnostic catheter instead of the tip while advancing the wire up and over the iliacs and it was hard to withdraw. The emerald guidewire was taken out and an aquatrack guidewire was put in to finish the procedure. The aquatrack withdrew correctly. There was no reported patient injury. The user was trained with the devices. The products were stored as per labeling and opened in a sterile field. The access site was the femoral artery. Each device was prepped per the IFU and there was no difficulty experienced in prepping either device. The vessel characteristics accessing target site was nothing out of the normal. The target site was not a chronic total occlusion. Neither the wire nor the catheter device kinked or bent at any time prior to the resistance/friction. Patient demographic information and reason for the procedure were requested but were not available. Only the tempo catheter will be returned for evaluation.

Manufacturer narrative:
During an up and over percutaneous transluminal angioplasty (pta) in the superficial femoral artery, a .035¿ 260cm amplatz super stiff emerald guidewire went through the side hole of a 4f 65cm universal flush (uf) tempo diagnostic catheter instead of the tip while advancing the wire up and over the iliacs and it was hard to withdraw. The emerald guidewire was taken out and an aquatrack guidewire was put in to finish the procedure. The aquatrack withdrew correctly. The user was trained with the devices. The products were stored as per labeling and opened in a sterile field. The access site was the femoral artery. Each device was prepped per the IFU and there was no difficulty experienced in prepping either device. The vessel characteristics accessing target site was nothing out of the normal. The target site was not a chronic total occlusion. Neither the wire nor the catheter device kinked or bent at any time prior to the resistance/friction. Patient demographic information and reason for the procedure were requested but were not available. There was no reported patient injury. The device was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. Without the return of the guidewire for analysis, the reported ¿guidewire - withdrawal difficulty-from vessel¿ could not be confirmed and the exact root cause could not be determined. Per the instructions for use, which is not intended as a mitigation of risk, ¿exposure to temperatures above 54c (130f) may damage the catheter. To prevent damage to the catheter tip during removal from the package, grasp the hub and withdraw the catheter. Exercise care when removing guidewires from multiple-curve catheters. To prevent kinking of 5f (1.65 mm) and smaller angiographic catheters: straighten the pigtail catheter tip only with a diagnostic guidewire or, if applicable, with a tip straightener. Do not straighten by hand. Use a guidewire when introducing the catheter through the catheter sheath introducer (csi) and into the left ventricle. The performance of these products may be impaired if not properly and cautiously handled during unpacking and preparation.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.